Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion. Ref MFR reports: 1221359-2022-00390, 1221359-2022-00391.

Event description:
The consumer reported three (3) false negative results with the binaxnow¿ covid-19 antigen self test performed. This MFR report addresses patient three (3) of three (3). The consumer reported behalf of his sister in law a false negative result with the binaxnow¿ covid-19 antigen self test. Initial testing resulted a positive result and repeat testing generated a negative result. Pcr confirmation testing generated a positive result. Consumer mentioned his sister in law was symptomatic. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
The required intake information to enable further investigation, such as the kit's lot number and logfiles, was not provided and an investigation was not able to be performed. Notwithstanding, a review of complaints' trend reveals that all lots within expiry dating are performing according to the statements made in the package insert. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation. Ref MFR reports: 1221359-2022-00390 through 1221359-2022-00392.